Event description:
It was reported by the rep that the (1) tx60b was used during a colon resection procedure. It was reported that the surgeon fired the tx60b and could visually see stool leaking out of the edge of the staple line. The surgeon put in a few stitches and there was no pt consequence as a result.